Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for head/brain injury and intractable spasticity, the hcp stated they were treating patient that had a baclofen pump for acute renal failure and they would like to have the pump turned off. The hcp stated that patient had been hospitalized since the (B)(6) with an abscess, patient was altered and was being treated with vancomycin. The issue was not resolved through troubleshooting. The hcp was redirected to the national answering service.